Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform 45 stapler instrument was analyzed, and the complaint was not confirmed by failure analysis. A visual inspection did not reveal any damage. The sureform 45 stapler was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument clamped and fired grey reload successfully. The instrument was fully functional. No product issue was identified. The sureform 45 reload accessory was returned to isi along with the sureform 45 stapler with no reported issue. Visual inspection did not reveal any damage to the reload. The reload was not fired. The instrument the reload was returned with fired the grey reload successfully. This is a complaint that does not affect the functionality of the reload. There are no device related failures.

Event description:
It was reported that during a da vinci-assisted surgical pulmonary wedge resection procedure, the jaws of the curved-tip sureform 45 stapler instrument would not open with the gray reload. No fragment fell into the patent. The user completed the procedure, and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: during a bowel resection, the jaws clamped closed after they had been working and could not be open when commanded by the user (e.g., isi release mechanism or system). The jaws were not stuck on tissue. There was no adverse event to the grasped tissue (e.g., did affected tissue require repair or medical intervention) and no unexpected removal of tissue. There was no bleeding.